Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/06/2013 with the following results: pump booted with audio/vibration and blank screen. Pump was removed from case, the oled screen was removed and replaced with a new test screen, display returned to normal with test screen. Unable to test keypad response due to blank screen. Unrelated to complaint, visual inspection of "battery compartment¿ revealed, compartment crack at threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.